Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The caller states it is a low dose in the pump. The reason for use was intractable spasticity. It was reported that the reason for call is to have someone increase the pump. The patient had a new pump implanted on (B)(6) 2018. Five days later ((B)(6) 2018), the patient got a fever of 102. The patient lives in a nursing home and he ended up getting double pneumonia aspiration on (B)(6) 2018, which sent him to the hospital, they ran some tests and found out the patient has (B)(6). The patient's current status was hospitalized. The caller stated that they changed the seizure medication from depacot to keppra and the doctor thought that may affect the patient being sleepy. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.